Event description:
During a routine follow-up, attempts to interrogate this device were unsuccessful. No magnet rate was observed with this device. The device was confirmed to be a biotronik device via the x-ray ID marker. No pacing was observed. This pt was known to have been receiving therapeutic radiation treatments. The device was explanted and returned.